Manufacturer narrative:
As an investigation result of the actual device on august 18, 2016, the thermal fusion bonding part between the balloon and the tube was torn. When reviewing the manufacturing history of the lot with the subject device, there was no anomaly detected in the below items relating to this even. Air leak test, product appearance test. It is surmised that the cause that the balloon could not be inflated was the tear at the fusion bonding part. The cause of the tear could not be determined conclusively. However, the possible cause of the tear at the thermal fusion bonding part is surmised that the doctor attempted to forcibly withdraw the subject device from the papilla several times. In addition, the possible cause of the failing to withdraw the subject device from the papilla is surmised that it was stuck in the papilla because the balloon did not completely deflate.

Event description:
During an eplbd procedure, the physician dilated the papilla to 18mm which was the maximum diameter of dilation with the device because the stone was more than 20mm in size. Upon achieving the dilation, however, the balloon immediately deflated. After that, removal of the subject device was attempted but failed. After several attempts, it was barely removed. The physician completed the procedure with another device of other company's product. Eplbd:endoscopic papillary lange-balloon dilation.